Event description:
It was reported that the procedure was to treat a lesion in the peripheral vessel of the lower limb. The hi-torque (ht) command 18 guide wire was advanced without resistance when the coating peeled off. There was no resistance during removal and nothing was left in the anatomy as confirmed by fluoroscopy. There was no intervention performed to remove any peeled off coating in the anatomy as there was no separation. Another ht command guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported peeling was confirmed as a polymer separation. A portion of the polymer was found in the guide wire lumen of a balloon catheter, returned with the wire, indicating a possible interaction between the devices. Dimensional analysis confirmed the proximal portion of the wire¿s outer diameter to be within specification. Additionally, 4 sterile, unused devices were returned. Testing was performed on the sterile units and no damage or anomalies were found. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Factors that may contribute to separated polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, it is possible that interaction between the catheter and the guide wire contributed to the reported polymer separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.